Manufacturer narrative:
Correction to f10/h6: component codes: update to "g04034". Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 8 april 2025 and 9 april 2025. H11: the actual device was received for evaluation. Visual inspection was performed which noted that the distal luer lock was broken; however, the broken part was not returned with the device for evaluation. The reported condition was verified. The cause of broken distal luer lock could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate "couldn't be opened on the hose and the closure broke off". The issue was noticed prior to patient use. The device was filled with 2g meropenem and isotonic salt 200ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.